Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture after the patient "fell on chest." This was determined to be not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2, b.5, d.9, h.1, h.6